Manufacturer narrative:
D.4. - UDI number not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies on the device. The actual sample was filled with saline solution and found to have a leak at the sampling line port. Magnifying inspection of the leak found that the tube had been fractured partially. Electron microscopic inspection of the fracture cross-section of the tube revealed it was in the smooth state with the generation of some streaks going toward the lumen side. Simulation testing was conducted on the sampling line tube of a retention sample. The test sample was exposed to a shock force with factory retained forceps. The tube became partially fractured. Subsequently, the cut cross-section was inspected under magnification. It was found to be in the smooth state with some streaks generated in the direction the force had been applied. This state was confirmed to be similar to that on the actual sample. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation results, it is likely the actual sample was subjected to a shock force at the joint of the tube and port of the sampling line resulting in the reported leak. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "caution: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak at the joint on the capiox device. Follow up communication with the user facility confirmed the following information: during priming the actual sample leaked at the joint of the sampling line tube and port; the device in question was changed out; the procedure was completed successfully; and the patient was not harmed.